Event description:
Customer called and stated she lays on the pad and sleeps with it. Saw the sheets and mattress cover had burns in them.

Manufacturer narrative:
Despite providing a pre-paid return service call, the product in question has not been returned as of the date of this report.